Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified and the device was found in specification. A review of the event history log found no issues that would confirm the customer reported problem. The device was tested for flow rate accuracy at rates of 40ml/hr and 125ml/hr. The percentage error accuracy results were -3.375% and -4.6272% respectively. Both values are within the acceptable +/- 5% accuracy range. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infused sodium bicarbonate during therapy. The pump reported having infused 800 mls at a rate of 125 ml/hour, but the 1000ml bag had 600 mls of 0% dextrose left in it, leading to a suspected under infusion of 400 mls less than the pump reported, and 600 less than on the pharmacy label, if the bag was full and they were supposed to infuse the whole bag. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.